Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose beginning overnight while using the ilet with an inset 23"-6 mm infusion set and a dexcom g7 sensor, leading the caregiver to administer a subcutaneous manual insulin injection of 6 units when blood glucose was 247 mg/dl, which subsequently decreased to 165 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of the immediate elevation after manual correction. Investigation included troubleshooting and education, a goodwill order for alternative infusion sets requested as cd 23"-6 mm, and scheduling of additional training, given recent lifestyle changes and frequent meal announcements due to increased physical activity. Investigation of this case revealed no device malfunction was identified and the event was consistent with hyperglycemia of unclear cause, potentially influenced by behavioral or lifestyle factors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.